Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported during a site visit that a tubing separation occurred on the cardiac intensive care unit. A clinician found IV fluid leaking on the floor and the tubing was found separated at the upper fitment and pump tubing segment. No patient harm occurred and the tubing was not saved